Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with multiple high rate no n-sustained episodes, and increased sensing integrity counter (sic). It was noted that all episodes recorded appear to have 60 cycle interference/electromagnetic interference on them. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.